Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. The patient experienced morphine withdrawal; extreme pain, sweating, and could not sleep for 3 months. It was stated the pump was recently turned "almost all the way off" by mistake at the healthcare provider's (hcp) office. The patient had a dye study to rule out a catheter issue. The hcp¿s office decreased the medication in the patient's pump and did not tell her. This caused "withdrawals." It was noted that the hcp also cut the patient's oxycodone in half and gave her a muscle relaxer instead without informing her. The patient requested the pump be turned back up, and it was increased 20%. Shortly after that, the patient was dismissed from her hcp. It was noted that an oral medication the patient was on caused irregular heartbeat, and the patient had high blood pressure due to being in pain. The reason the patient got the pump was due to her pre-existing condition of arachnoiditis, which caused her to have bladder and bowel malfunction. It was stated the patient went through withdrawal in (B)(6) 2015 because of the pump dose being decreased. All of the other symptoms were because of this event. The patient did not currently have an hcp and was seeking a new hcp. The patient waited seven months and had spoken to many contacts about filling her pump. The patient was going to see an hcp, but days before her appointment they called and told her the hcp did not do pain pumps. A physician's listing was sent to the patient. Further information was received that the patient went to a hcp on (B)(6) 2016, but the hcp did not want to fill the pump with morphine; the hcp wanted to fill the pump with saline. The patient noted having major pain as a result of her arachnoiditis. It was noted that since the patient had the pump placed, [the hcp] had ¿made so many mistakes. They made bad mistakes after another¿. It was stated "they were trying to run her out to cover up their mistakes. The patient was "kicked out of their practice after 15 years," and "they turned it off" and she did not know why. The patient's muscle relaxants and pain killers were stopped "cold turkey." The patient asked if this was alarming and noted that they needed help. The patient had tried the list of hcps the device manufacturer provided, but no one would take her insurance. The patient noted she ¿did not do a thing¿. The patient wanted to know if her pump was recalled. It was reported that they ¿wanted to kick the patient out and cut her off medication¿. The patient was living in withdrawal due to her oxycodone being taken away. Per the reporter, the hcp stopped the pump for three months and would not call the patient back. She was living in morphine withdrawal. It was then noted the patient was told she did not show up for three months, but the patient said she would not have done that because of the pain she was in . The patient requested the manufacturing date of the pump. The patient was going to the emergency room (ER), and they were going to help her. The patient was going to discuss next steps with them. The manufacturing date was confirmed. It was reported that the patient experienced major pain on the night of (B)(6) 2016 and other nights since the hcp had decreased their medication. The hcp wanted to put saline in her pump, and she experienced morphine withdrawals. Further information was received that the patient had "psych issues," and was dropped by her hcp after her refill on (B)(6) 2016. It was noted the patient went to the office on (B)(6) 2016 and demanded her pump be removed because it was recalled. The nurse confirmed the patient's pump was not part of the recall. The patient was told by her hcp that they would not refill her pump again, and they started to wean her off oral medications as well. It was noted the patient dealt with the medical issues previously reported. It was noted that the patient had a spinal cord injury. No [additional] interventions were mentioned. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the patient's pump was not decreased. Instead, it was noted that oxycodone was decreased and soma was discontinued. Regarding the statement that the hcp made "so many mistakes" and the pump was turned "almost all the way off" by mistake, it was clarified that there was no change in the patient's pump. In fact, it was noted that the pump dose was increased by 33% on (B)(6) 2015 to 0.8012mg/day of morphine (5mg/ml). The only decrease was reportedly in oral narcotics. It was again noted that no errors were made regarding the pump, and the patient was upset with the decrease in orals.